Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/21/2017 with the following findings: on investigation, the pump powered on and emitted a call service alarm cs69. The pump was unable to recover from the call service alarm after being restarted. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there were call service 069 alarms. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.there was no indication that the product caused or contributed to an adverse event.